Event description:
Reported due to a surgical procedure. The physician attempted to use a graftmaster coronary stent graft in the treatment of a free perforation of unknown size in an unspecified location. Reportedly, the stent could not be deployed because it was unable to cross and the perforation was not sealed. It was reported there was no device related complication, but indicated that the patient experienced adverse events and was sent to the or. The patient's current condition is unknown. Additional information, although requested multiple times, was not provided.reported due to a surgical procedure. The physician attempted to use a graftmaster coronary stent graft in the treatment of a free perforation of unknown size in an unspecified location. Reportedly, the stent could not be deployed because it was unable to cross and the perforation was not sealed. It was reported there was no device related complication but indicated that the patient experienced adverse events and was sent to the or. The patient's current condition is unknown. Additional information, although requested multiple times, was not provided.